Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zen et al 2016 (zilver ptx) ¿ ¿drug-eluting stenting for femoropopliteal lesions, followed by cilostazol treatment, reduces stent restenosis in patients with symptomatic peripheral artery disease¿. This study is a subanalysis of the zilver ptx for the femoral artery and proximal popliteal artery (zephyr) study, a prospective multicenter study investigating fp lesions treated with the zilver (cook medical, bloomington, ind) paclitaxel-eluting stent. The present study analyzed 475 lesions in 459 limbs of 399 patients who maintained therapy with aspirin and thienopyridine, with or without cilostazol, during the 1-year follow-up period. 93 patients (18% of 93=17 + 20% of 382=76) were treated for in-stent restenosis. Off label use ¿ zilver ptx used to treat in-stent restenosis. No adverse effects reported.

Event description:
This supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the zilver ptx 35 drug-eluting stent devices of unknown rpn and lot number involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the journal article to capture off label use of zilver ptx device. Document review including IFU review: as the devices are from unknown rpns and lot numbers, a review of the relevant manufacturing records cannot be conducted. Prior to distribution zisv6-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl zilver ptx devices were used to treat in-stent restenosis lesions which is off-label use of the device. As per the japanese packaging insert (c-ci1502m06) that accompanies the device: "the zilver ptx drug eluting peripheral stent (thumb wheel type) is intended for use in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal arteries having reference vessel diameter from 4 mm to 7 mm, and lesion length of up to 14 cm per limb. The japanese packaging insert (c-ci1502m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the user did not follow the packaging insert. Root cause review a definitive root cause could be determined from the available information. From the journal article it is known that the user used zilver ptx devices to treat in-stent restenosis which is off-label use of the device. Summary complaint is confirmed based on the customer's testimony. According to the paper, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.